Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) system had fractured. Specifically, the lead was broken near the electrodes at the proximal end near the ins. It was also noted that the lead casing ¿crumbled¿ and was broken between the tines. The lead also fractured upon removal between the #2 and #3 tines at the distal end and that portion (with electrodes and 2 tines) was left behind in the patient. The entire ins system was then explanted and was replaced with all new components. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3093, lot # j0309545v, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010).

Manufacturer narrative:
Correction - "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.